Event description:
During follow-up, myopotential oversensing was observed. Device reprogramming is anticipated to be performed to resolve the event. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated the event was resolved by reprogramming the device.